Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this implantable cardioverter defibrillator (ICD). Upon review, technical services (ts) noted that the consult was able to be sent but there was no data. Ts had the hcp do another transmission and got the same results. It was also noted this ICD shocked the patient. It was not determined whether the shocks were appropriate. This ICD remains in service and no adverse patient effects were reported.